Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited peeling of the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the acoustic lens was due to physical stress such as dropping/hitting to hard object, or chemical stress during cleaning/sterile filtration process. The event can be detected/prevented by following the instructions for use which state: ¿[instruction evis lucera ultrasound gastrovideoscope olympus gf type uct260] important information - please read before use warnings and cautions caution ¿do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal.¿ olympus will continue to monitor field performance for this device.